Event description:
The complainant had a patient admitted to the emergency department in active CPR and coding. The patient was taken to the cardiac catheterization lab and found to have multivessel coronary artery disease. The team chose to place an impella cp for support during an angioplasty. The placement of the guide wire and cp pump to the left ventricle was successful, but upon attempted removal of the guide wire the pump was kinking and retaining the wire. Troubleshooting to straighten the pump was unsuccessful, and so the pump and wire were snared out of the patient. Once removed, the patient was stable and no further intervention was needed.